Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the rep that post of a lap gastric band procedure, the band was explanted due to the pt intolerance. When the surgeon was removing the band, he noticed that the string on the locking connector of the strain relief had migrated all the way down and was on the abdomen and not on the connector. A new band was implanted. The pt had this procedure at the outpatient surgery center, and was sent home in stable condition the same day.